Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and lumbar radiculopathy. The pump contained dilaudid with an unknown concentration and dose. It was reported the patient stated the pump started doing the single tone alarm on (B)(6) 2017 and now was doing the dual tone alarm on the day of report. The alarm sounds were consistent with pump alarms. The patient stated the bolus refill date on the personal therapy manager (ptm) was (B)(6) 2017, and the patient¿s refill date was scheduled for (B)(6) 2017. The patient stated he was going through withdrawals that started on (B)(6) 2017 and was also shaking and not feeling well. The change in therapy/symptoms was considered gradual. The patient stated he tried to not use the bolus, but the oral medication he took for anxiety, klonopin and clonazepam, would not work unless he used a bolus. The patient stated he called the doctor, and they told him to call the manufacturer. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported the cause of the alarms was the pump hit the low reservoir limit (2 ml). The patient was already scheduled for a refill. The patient was refilled and still had 1 ml left in the pump. The patient¿s weight was unknown per the hcp, but the hcp also reported the patient¿s weight was (B)(6) at the last check.